Event description:
A bard catheter had a b-d luer adapter attached and the lumen adapter broke off on the inner lumen of the catheter part. The catheter had to be removed and replaced. Product in question is not available for eval, lot number unk.